Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up via merlin.net exhibiting episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were attributed to myopotential over-sensing. Programming changes were discussed. No intervention was reported.